Manufacturer narrative:
The pump was received with a button error alarm and had intermittent esc and act button response due to corroded keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose reading was 90 mg/dl at the time of incident. No further details given.